Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an alert 38 motor stall while rewinding and filling tubing on a fully charged ilet; after disconnecting and performing a dry run with no alert, the user replaced all supplies and successfully rewound, filled, and resumed insulin delivery without further alerts. Symptoms included elevated blood glucose during the troubleshooting period while disconnected. Outcomes included self-monitoring with expectation that the correction bolus would reduce glucose. Investigation included guided troubleshooting, supply replacement, and functional verification through a successful dry run and subsequent successful setup. Investigation of this case revealed that the device functioned as expected after supply change, suggesting a transient motor stall that resolved with new disposables and restart, with no persistent device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a transient occlusion or setup-related issue that resolved through standard troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.